Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported constant upstream occlusion which was not reproduced due to a constant reload set alarm. A review of the event history log identified multiple upstream occlusion alarms. The evaluator found the ultrasonic sensor out of specification which is a known cause of the reported problem. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed a constant upstream occlusion. The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.